Manufacturer narrative:
The pump was received with intermittent blank display due to moisture damage on the electronic stack. No moisture damage on the motor noted. The pump was unable to perform self-test, unexpected restart error test, operating currents, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test due to blank display. The pump was received with cracked reservoir tube lip and minor scratched display window. (B)(4).

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump had blank display. The customer states the reservoir bar goes from two bars to completely full. The customer states they replaced battery but the issues persist. The customer was advised the pump would be replaced. The customer's blood glucose level was unknown.